Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). Additional emdrs were submitted to represent the bard/davol sepramesh ip (device #2) and the two bard soft meshes (device #3 & device #4). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip, bard soft mesh and ventralight st on (B)(6) 2012 and/or (B)(6) 2013 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip and bard soft mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient sustained injuries on (B)(6) 2012, (B)(6) 2013, (B)(6) 2015. It is also alleged that the patient experienced emotional distress and the device was defective.